Manufacturer narrative:
(B)(4). Approximate age of device - 1 year, 2 months. The device was returned for investigation. The evaluation is not yet complete. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2016. It was reported that the patient was routinely transplanted on (B)(6) 2017. The patient had no vad related complications prior to transplant. The customer returned the pump for evaluation. On (B)(6) 2018, product performance engineer reported that during the evaluation of the returned device, a deposition was found on the outlet stator.

Manufacturer narrative:
Correction: changed transplant date to (B)(6) 2018 from (B)(6) 2017. Additional information: although no left ventricular assist system (lvas) related issues were reported, the evaluation of the device found a deposition in the pump outlet stator. The pump was returned assembled with the driveline (dl) cut approximately 2 inches from the pump housing, and the distal portion of the dl was not returned. The inflow conduit (inlet tube, flex section, and inlet elbow) was returned. The outflow graft, outflow graft bend relief, and outflow elbow were returned attached to the pump's outlet port. The proximal side of the outlet stator revealed a small, white, soft, loosely adhered deposition. There was no evidence of lamination or denaturing, and there were no contact marks on the outlet section of the rotor to indicate that it was present in the pump while it was operating. The origin of the deposition and the duration of its presence in the pump could not be conclusively determined. Upon removal of the observed deposition, the device was cleaned. The pump's bearings, rotor, and blood-contacting surfaces were then examined under a microscope and no anomalies were observed. Electrical continuity testing of the driveline revealed no discontinuities or shorts. The pump was reassembled and functionally tested under normal operating conditions using a mock circulatory loop. The data retrieved from that testing revealed normal pump power consumption and pressure values, comparable to what was recorded during the manufacturing process and the device functioned as intended. A review of the device history records revealed no deviations from manufacturing or quality assurance specifications. No further information was provided. The manufacturer is closing the file on this event.

Event description:
Correction: transplant date was (B)(6) 2018 not the original reported date of (B)(6) 2017. Additional information: it was reported that patient was transplanted on (B)(6). He had complaints of low flows at times related to hypertension and/or low volume. Patient has a small lv and mild to moderate rv failure. When he was in patient for low flows, he was worked up for heart transplant as he was symptomatic with low flows. He was listed as 1b and moved to 1a due to intermittent low flows.